Event description:
(B)(4) pain in insertion, cramping, bleeding afterwards. Within 6 months of implantation: severe, painful abdominal bloating. Weight gain. Metal taste in mouth. Muscle spasm. Severe joint pain. Ovulation pain. Menstrual pain. Intercourse pain. Plantar fascitis. Bursitis. Tooth decay. Brain fog. Anxiety. Severe fatigue. Foul smelling body odour. Heavy sweating. Vaginal odour. Hair loss. Blistering rash on scalp and behind ears. Itching all around body. I am very sensitive to medication. I had novasure done immediately after essure implantation. I am allergic to codeine, amoxicillin and surgical tape. Intolerance of gluten and lactose. I had laboratory tests done after getting seriously ill and unable to work after essure. All was normal (thyroid function, rheumatoid factors, celiac disease, lipids, blood count, vitamin levels, crp, thx-x-ray, urinary bacteria, ECG). All symptoms cleared within 14 days after essure removal in lavh+bs.